Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Corrected data: h6 - evaluation codes (device code has been corrected due to confirming via follow-up that the event was related to user error).

Event description:
Follow-up revealed the patient's ipg became inoperable due to the patient not recharging their ipg over an extended period of time that's not recommended by the manufacturer.

Manufacturer narrative:
The event date is estimated to be (B)(6) 2011. The explant date is estimated to be (B)(6) 2011. During processing of this complaint, an attempt was made to obtain complete event and patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was explanted due to being inoperable.